Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # = n90g1z. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 6 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic right adrenalectomy procedure, the surgical tech was loading a clip as preparation for the case and noticed the clip was not loading properly and when compressing the handle to form a clip, the clip did not load into the jaw. Also the clips would pop out after the handle was released next they would be in their original state (open clip). The product was not used on patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.